Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, no detailed information was available on the scope or cleanse at the facility so we could not identify the cause of the phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
Advanced sterilization products (asp) reported following information: the olympus enf-vh2 scope was inside a "pouch" and then the "pouch" is inside of a sterilization "tray" for sterilization process with an unknown asp brand version endoscope reprocessor. Upon completion of the sterilization, the user discovered the enf-vh2 scope had "bled" components as possible translation of melted scope components within. There was no harm or user injury reported due to the event.